Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the ambicor penile prosthesis (app) device was explanted because it "failed" some time in 2019. The patient was implanted with a new app device. Additional information received states the right cylinder was kinked. There were no patient complications or symptoms. Just a poor erection. The patient was stable following the surgery.

Manufacturer narrative:
Additional information provided in: b5, e1, h6. Additional manufacturer narrative: b3 - date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the ambicor penile prosthesis (app) device was explanted because it "failed" some time in 2019. The patient was implanted with a new app device. Additional information received states the right cylinder was kinked. There were no patient complications or symptoms. Just a poor erection. The patient was stable following the surgery. Further information received there was fluid loss from the right cylinder.